Manufacturer narrative:
Section d4: expiration date provided in previous report is inaccurate. Expiration date is not applicable for centrimag 2nd generation primary console. Manufacturer's investigation conclusion: the reported event of damage to the fuses of the centrimag console (serial number: (B)(6) was not confirmed, as the product was not returned for evaluation and no log files were submitted for review. Provided information indicated that the fuses were replaced but became damaged again shortly later. The root cause of the reported event could not be conclusively determined via this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial#: (B)(6) and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 9.1 ¿changing fuses¿ instructs users on how to properly exchange the console¿s fuses. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console had blown fuses. The fuses was replaced but still continued to blow the fuse. The unit was planned to return for evaluation and repair. It was reported that no patient was involved.